Event description:
Device malfunction: lever moved from position. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after inserting the perclose at and achieving arterial flow the lever was lifted up to deploy the foot; however, the lever "moved back". The device was removed and hemostasis was achieved using a second perclose at device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(Lever movement) the device was received. Investigation is not yet complete.